Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6) due to the character limit in the e1 section, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) system had over-temperature alarm occurred, while device was in use and requiring device replacement and reporting. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6. (Type of investigation, investigation findings, investigation conclusions). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, a charge ICU rn, called the clinical line on the behalf of the primary rn, requesting assistance for a system over-temperature alarm. The nurse troubleshot this alarm by removing the iabp away from the bed and successfully switching to another cardiosave prior to calling the clinical line. The nurse reported no patient harm or injury. The engineer collected product surveillance on the first pump, asked the nurse to place a note on the pump reading ¿system over-temperature¿, and send the pump to biomed. She appreciated the support provided and had no other questions or troubleshooting needs.

Event description:
N/a.